Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs or lot information. Due to the lack of lot information, a product history record could not be reviewed. Reporter stated that some green foam remained on the swab handle. This would indicate that the foam head was glued to the swab handle appropriately. Reporter stated the patient bit down on the green foam and caused it to disengage and no bite block was used. Per packaging instructions, it states, "use a bite block when performing oral care on patients with altered levels of consciousness, or those who cannot comprehend commands." The root cause of the reported condition could be attributed to the patient's biting of the foam head.

Event description:
Report received of a foam disengagement due to biting. On (B)(6) 2018, oral care was performed on a male patient. The reporter stated the patient bit down on the green foam and the green foam disengaged from the stick. The reporter stated the patient swallowed the disengaged foam piece. The reporter stated no injury occurred to the patient or nurse who performed the oral care. The reporter did not know if the patient suffered from an altered level of consciousness or was unable to comprehend commands. The reporter stated the adverse event occurred during initial use of the product and a bite block was not in place. The reporter stated following foam disengagement, green foam pieces were evident on the oral swab stick. The device was discarded and no pictures were available. Although requested, no additional information provided.